Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2: foreign country - france. Review of the most recent repair record determined the motor speeds were unstable, the machined head was damaged, the reciprocating arm and neckpiece were worn, the swivel was loose, a screw was broken on the handpiece, the device was out of calibration, and the control bar was out of position; however, the repair was not completed because the device was scrapped per customer request . DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
It was reported before surgery that the device does not power on. There is no harm or delay reported. Due diligence is complete. Upon investigation, the motor speed was unstable.